Event description:
A customer reported that their pump would not charge when plugged into a power source and received an alert stating, "cannot change from current power source." The customer tried multiple power sources and cords. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.